Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported history/settings issue was not verified in the black box or duplicate in the evaluation. Review of the black box data found the last bolus was delivered a day before the complaint date and the last basal was delivered on the complaint date. The total daily delivery added up correctly and reflected the user¿s basal program. Caps were not returned, and using the test caps the pump powered up and functioned properly. The rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Normal and audio bolus were delivered and recorded correctly.

Event description:
On (B)(6) 2014, the pump educator contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy using an out dated pump. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 350 mg/dl with atypical thirst, excessive urination, and symptoms of dehydration. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and the patient had discontinued pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the patient has cancer and was on unspecified medications. Allegedly, the patient was off pump therapy until about 6 months ago and resumed pump therapy with the out dated model. Review of the pump records showed that the pump was replaced with a newer model about two years ago and it was not clear why the older model was used when the patient resumed pump therapy. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a use error in that an outdated pump was used.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.